Event description:
Pt was told by e.n.t. Specialist they could fix their ear. They were concerned about mastoid. The night before surgery, the dr said he would implant a german type hearing aid, in rt ear. Pt has had trouble since operation. Pt really would like to find out how to arrive at purpose of german hearing aid and why they didn't give name of device.